Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had shut down. At five in the morning the customer had noticed the screen on the device was blank. Took the battery inserted a new batter and it alerted low batter. He then inserted the original batter and did t couple of self-test, screen pixelated, dark grey color across the screen. After the third time of inserting the battery, the display was fine. The device had blank display, partial display, auto off, low battery, and failed battery test. The customer's blood glucose was unknown for the time each issue occurred; most current was 13.9 mmol/l. Troubleshooting was performed for all of the issues. Customer requested the device to be replaced. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.